Event description:
A report was received that the patient's stimulation had changed. The patient can feel the stimulation whether the device was off. Database analysis shows a reset value above an expected range. The patient will undergo a revision.

Event description:
A report was received that the patient¿s stimulation had changed. The patient can feel the stimulation whether the device was off. Database analysis shows a reset value above an expected range. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient was receiving stimulation and the physician would not proceed with the revision.

Event description:
A report was received that the patient's stimulation had changed. The patient can feel the stimulation whether the device was off. Database analysis shows a reset value above an expected range. The patient will undergo a revision.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.